Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that their receiver caught on fire on (B)(6) 2015. The patient stated that prior to the event the receiver did not have any physical damage and was not exposed to water but felt hot while charging. The patient claimed that he was awakened to a "pop" sound and saw that the receiver was emitting smoke and fire while connected to the charger. The patient stated that he put out the fire with a powder based fire extinguisher but the event left burn marks on his dresser. It was further reported that after the fire occurred, the screen was melted and a liquid which appeared to be battery acid was leaking out of the receiver. At the time of contact, the patient did not report any injury or medical intervention.